Event description:
The 66 year old patient had his origninal inflatable penile prosthesis (ipp) implanted in 1986 at another facility. He had a history of bladder carcinoma and a transurethral resection operation. In 1985, the ipp was implanted for impotence which was secondary to his radical cystoprostatectomy. The patient claims that the ipp never worked properly and it functioned for only about the first one or two monthsinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.